Event description:
It was reported that the doctor was respositioning bone and while moving the repositioning pin into proper alignment, he used more torque and upward movement than required and pin fractured towards the bottom end just above where product purchases with the bone. Patient did not experience adverse consequences as doctor quickly inacted a back up plan and there was no delay in surgery.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report. Device discarded.

Event description:
It was reported that the doctor was repositioning bone and while moving the repositioning pin into proper alignment, he used more torque and upward movement than required and pin fractured towards the bottom end just above where product purchases with the bone. Patient did not experience adverse consequences as doctor quickly enacted a back up plan and there was no delay in surgery.

Manufacturer narrative:
Evaluation summary: the reported event that the pin fractured during bone reposition could be confirmed. The visual investigation revealed that the tip of the repositioning instrument was broken off at the thread. The broken off thread fragment was returned and shows damages caused by medical instruments during the removal. Furthermore it was determined that the location of the thread breakage points to the fact that the repositioning pin was not fully inserted (s. Investigation 267849 of pi 267485 image documentation). Also the thread at the shoulder ring side shows damages caused by an improper user handling by medical instruments and each welding seam of the shoulder ring shows secondary cracks resulting from multiple high bending forces. Additionally the microscopic investigation of the breakage surface at the shoulder ring side shows the appearance of a low cycle fatigue rupture caused by high bending forces during application. Concerning to the high bending forces the related IFU clearly indicates that ¿the instrument is not to be used as a lever. (¿) in case of misuse, the instrument could break¿. Based on investigation, the root cause of the broken off tip of the repositioning pin was attributed to an improper user related handling issue. The breakage was caused by a not correctly inserting the repositioning instrument and subsequently by the application of high bending forces trying to reposition the bone fragments.